Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and herpes zoster ("herpes zoster") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of urinary tract infection ("urinary tract infection") with dysuria, pollakiuria and micturition urgency. In (B)(6) 2011, the patient experienced the second episode of urinary tract infection ("urinary tract infection") with dysuria. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("skin rashes / rash on her legs and groin / rash on her right lower abdomen"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal infection ("vaginitis"), dysmenorrhoea ("lower abdominal pain that occurred during her menses / cramps with her period"), eczema ("eczema"), herpes zoster (seriousness criterion medically significant), blister ("blisters on her hands and fingers"), swelling ("swelling") and adenomyosis ("adenomyosis"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dental caries, dyspareunia, arthralgia, rash, alopecia, fatigue, vaginal infection, the last episode of urinary tract infection, dysmenorrhoea, eczema, herpes zoster, blister, swelling and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, arthralgia, blister, dental caries, dysmenorrhoea, dyspareunia, eczema, fatigue, herpes zoster, menorrhagia, pelvic pain, rash, swelling, vaginal infection, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: plaintiff underwent a transabdominal and endovaginal ultrasound which showed a heterogeneous myometdum. Physician advised her that adenomyosis was more than likely the cause of her pain rather than the essure. Since the removal surgery, plaintiff's symptomatology has largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion and satisfactory position. Ultrasound scan - in (B)(6) 2017: heterogeneous myometdum. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and herpes zoster ('herpes zoster') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") with dysuria, pollakiuria and micturition urgency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("skin rashes / rash on her legs and groin / rash on her right lower abdomen"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal infection ("vaginitis"), dysmenorrhoea ("lower abdominal pain that occurred during her menses / cramps with her period"), eczema ("eczema"), herpes zoster (seriousness criterion medically significant), blister ("blisters on her hands and fingers"), swelling ("swelling"), adenomyosis ("adenomyosis"), migraine ("worsening migraines or headaches"), genital haemorrhage ("worsening pain or abnormal bleeding") with dysuria, hypersensitivity ("allergy/hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with antibiotics and surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dental caries, dyspareunia, arthralgia, rash, alopecia, fatigue, vaginal infection, urinary tract infection, dysmenorrhoea, eczema, herpes zoster, blister, swelling, adenomyosis, migraine, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, arthralgia, autoimmune disorder, blister, dental caries, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, herpes zoster, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, swelling, urinary tract infection and vaginal infection to be related to essure. The reporter commented: plaintiff underwent a transabdominal and endovaginal ultrasound which showed a heterogeneous myometrium. Physician advised her that adenomyosis was more than likely the cause of her pain rather than the essure. Since the removal surgery, plaintiff's symptomatology has largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral occlusion and satisfactory position. Ultrasound scan - in (B)(6) 2017: results: heterogeneous myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received. Events " migraines, abnormal bleeding, auto-immune or hypersensitivity symptoms were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia') and herpes zoster ('herpes zoster') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") with dysuria, pollakiuria and micturition urgency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("skin rashes / rash on her legs and groin / rash on her right lower abdomen"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal infection ("vaginitis"), dysmenorrhoea ("lower abdominal pain that occurred during her menses / cramps with her period"), eczema ("eczema"), herpes zoster (seriousness criterion medically significant), blister ("blisters on her hands and fingers"), swelling ("swelling"), adenomyosis ("adenomyosis"), migraine ("worsening migraines or headaches"), genital haemorrhage ("worsening pain or abnormal bleeding") with dysuria, hypersensitivity ("allergy/hypersensitivity symptoms") and autoimmune disorder ("autoimune symptoms"). The patient was treated with antibiotics and surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dental caries, dyspareunia, arthralgia, rash, alopecia, fatigue, vaginal infection, urinary tract infection, dysmenorrhoea, eczema, herpes zoster, blister, swelling, adenomyosis, migraine, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, arthralgia, autoimmune disorder, blister, dental caries, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, herpes zoster, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, swelling, urinary tract infection and vaginal infection to be related to essure. The reporter commented: plaintiff underwent a transabdominal and endovaginal ultrasound which showed a heterogeneous myometdum. Physicianadvised her that adenomyosis was more than likely the cause of her pain rather than the essure. Since the removal surgery, plaintiff's symptomatology has largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral occlusion and satisfactory position. Ultrasound scan - in (B)(6) 2017: results: heterogeneous myometdum. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), menorrhagia ("menorrhagia") and herpes zoster ("herpes zoster") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced the first episode of urinary tract infection ("urinary tract infection") with dysuria, pollakiuria and micturition urgency. In (B)(6) 2011, the patient experienced the second episode of urinary tract infection ("urinary tract infection") with dysuria. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("skin rashes / rash on her legs and groin / rash on her right lower abdomen"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal infection ("vaginitis"), dysmenorrhoea ("lower abdominal pain that occurred during her menses / cramps with her period"), eczema ("eczema"), herpes zoster (seriousness criterion medically significant), blister ("blisters on her hands and fingers"), swelling ("swelling") and adenomyosis ("adenomyosis"). The patient was treated with antibiotics, surgery (laparoscopic hysterectomy and bilateral salpingectomy) and surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, dental caries, dyspareunia, arthralgia, rash, alopecia, fatigue, vaginal infection, the last episode of urinary tract infection, dysmenorrhoea, eczema, herpes zoster, blister, swelling and adenomyosis outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, arthralgia, blister, dental caries, dysmenorrhoea, dyspareunia, eczema, fatigue, herpes zoster, menorrhagia, pelvic pain, rash, swelling, vaginal infection, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: plaintiff underwent a transabdominal and endovaginal ultrasound which showed a heterogeneous myometdum. Physicianadvised her that adenomyosis was more than likely the cause of her pain rather than the essure. Since the removal surgery, plaintiff's symptomatology has largely resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: bilateral occlusion and satisfactory position ultrasound scan - in (B)(6) 2017: heterogeneous myometdum quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia') and herpes zoster ('herpes zoster') in an adult female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") with dysuria, pollakiuria and micturition urgency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("skin rashes / rash on her legs and groin / rash on her right lower abdomen"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal infection ("vaginitis"), dysmenorrhoea ("lower abdominal pain that occurred during her menses / cramps with her period"), eczema ("eczema"), herpes zoster (seriousness criterion medically significant), blister ("blisters on her hands and fingers"), swelling ("swelling"), adenomyosis ("adenomyosis"), migraine ("worsening migraines or headaches"), genital haemorrhage ("worsening pain or abnormal bleeding") with dysuria, hypersensitivity ("allergy/hypersensitivity symptoms") and autoimmune disorder ("autoimune symptoms"). The patient was treated with antibiotics and surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, dental caries, dyspareunia, arthralgia, rash, alopecia, fatigue, vaginal infection, urinary tract infection, dysmenorrhoea, eczema, herpes zoster, blister, swelling, adenomyosis, migraine, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, arthralgia, autoimmune disorder, blister, dental caries, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, heavy menstrual bleeding, herpes zoster, hypersensitivity, migraine, pelvic pain, rash, swelling, urinary tract infection and vaginal infection to be related to essure. The reporter commented: plaintiff underwent a transabdominal and endovaginal ultrasound which showed a heterogeneous myometdum. Physicianadvised her that adenomyosis was more than likely the cause of her pain rather than the essure. Since the removal surgery, plaintiff's symptomatology has largely resolved. Right: 3 coils left: 6 coils discrepancy noted for date of insertion: (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral occlusion and satisfactory position. Ultrasound scan - in (B)(6) 2017: results: heterogeneous myometdum. Lot number: 628314, expiration date: (B)(6) 2011 . Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information, patient details, lot number, expiration date added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), heavy menstrual bleeding ('menorrhagia') and herpes zoster ('herpes zoster') in an adult female patient who had essure (batch no. 628314) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced urinary tract infection ("urinary tract infection") with dysuria, pollakiuria and micturition urgency. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dental caries ("tooth decay"), dyspareunia ("dyspareunia"), arthralgia ("joint pain"), rash ("skin rashes / rash on her legs and groin / rash on her right lower abdomen"), alopecia ("hair loss"), fatigue ("fatigue"), vaginal infection ("vaginitis"), dysmenorrhoea ("lower abdominal pain that occurred during her menses / cramps with her period"), eczema ("eczema"), herpes zoster (seriousness criterion medically significant), blister ("blisters on her hands and fingers"), swelling ("swelling"), adenomyosis ("adenomyosis"), migraine ("worsening migraines or headaches"), genital haemorrhage ("worsening pain or abnormal bleeding") with dysuria, hypersensitivity ("allergy/hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms"). The patient was treated with antibiotics and surgery (laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, heavy menstrual bleeding, abdominal pain, dental caries, dyspareunia, arthralgia, rash, alopecia, fatigue, vaginal infection, urinary tract infection, dysmenorrhoea, eczema, herpes zoster, blister, swelling, adenomyosis, migraine, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal pain, adenomyosis, alopecia, arthralgia, autoimmune disorder, blister, dental caries, dysmenorrhoea, dyspareunia, eczema, fatigue, genital haemorrhage, heavy menstrual bleeding, herpes zoster, hypersensitivity, migraine, pelvic pain, rash, swelling, urinary tract infection and vaginal infection to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff underwent a transabdominal and endovaginal ultrasound which showed a heterogeneous momentum. Physician advised her that adenomyosis was more than likely the cause of her pain rather than the essure. Since the removal surgery, plaintiff's symptomatology has largely resolved. Right: 3 coils left: 6 coils. Discrepancy noted for date of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: bilateral occlusion and satisfactory position. Ultrasound scan - in (B)(6) 2017: results: heterogeneous momentum. Lot number: 628314, manufacturing date:2008-10, expiration date:2011-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 14-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.